Manufacturer narrative:
The investigation determined that the sample results are not directly comparable as they come from different blood collections but noted that the concentration should decrease since there was no medication given inbetween tests. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
H3 other text : na.

Event description:
The initial reporter received questionable amikacin results from two patient samples tested on the cobas pure c 303 analytical unit with serial number (B)(4). The reporter complained that the results between the cobas pure and the cobas integra were different. The initial results were reported outside of the laboratory. Patient 1 on (B)(6) 2023, the initial result from the cobas integra was 2.3 ug/ml. On (B)(6) 2023, the repeat result from the cobas pure was 5.2 ug/ml. Patient 2 on (B)(6) 2023, the initial result from the cobas integra was 2.0 ug/ml. On (B)(6) 2023, the repeat result from the cobas pure was 5.0 ug/ml.